Event description:
Per the clinic, the patient experienced an infection (specific date not implanted). The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to infection and extrusion. There are no plans to reimplant the patient with a new device as of the date of this report.